Event description:
Sales consultant reports that an explant procedure was done for a locking compression plate fracture to the left proximal tibia for a non union on (B)(6) 2013. The original surgery implant was performed on (B)(6) 2012. Surgeon had a culture done to rule out infection but results have not been obtained. A complete new replacement is scheduled in 2 weeks time. This report is for a 3.5mm locking screw slf-tpng with stardrive recess 65mm this is 7 of 13 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Results from culture test were negative. (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis.